Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 1000mg/dl and diabetic ketoacidosis. The customer treated with manual injection. Customer indicated that their doctor has been contacted and their blood glucose value was 386 mg/dl at the time of the call. Customer called to report the incident only and no troubleshooting was performed. No further assistance was necessary.